Manufacturer narrative:
This report was a duplicate of report 9616099-2019-03084, therefore no additional information will be forthcoming under this report 9616099-2019-03090

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the precise pro rx us carotid syst stent was partially deployed within the sterile packaging. There were no reported patient injuries. The product was stored, handled and prepped in accordance with the instructions for use (IFU). There was no visible damage to the package or the item. Additional procedural details were requested but are unknown.